Event description:
It was reported that during a stenting treatment procedure an expired stent was implanted. The unspecified lesion was located in the aorta. A 20x40/10fr uni plus 100cm wallstent was advanced to treat the target lesion; however, the stent would not deploy. The device was removed and a 24x45/11fr uni plus 100cm wallstent was selected and successfully implanted. After implant, it was noticed that the device was expired. There were no patient complications reported with the patient's current condition listed as ok.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)